Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, but the specific impact was unknown as the caller declined to answer whether the level exceeded 500 mg/dl. The customer opted for maintenance therapy using multiple daily injections to ensure uninterrupted insulin delivery and was sent a replacement pump with updated software by technical support. The caller was informed about the necessary steps to take on receiving the replacement, including returning the malfunctioning pump within 10 days using the provided return box and pre-paid label, which the caller acknowledged and understood.